Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was not returned to maquet cardiac surgery for investigation but a photograph was sent, therefore no physical evaluation could be performed. A photographic inspection was performed. Signs of clinical use and evidence of blood was observed. The delivery device was inside the loading device. The seal was wrapped and remained inside the delivery tube. There was evidence of blood on the seal. The seal was cracked. The position of the slide lock and the white plunger on the delivery device was not captured in the photograph due to which the evaluation for the deployment of the seal becomes impossible to perform. There was no damage observed on the aortic cutter. Based on the photographic inspection, the reported failure could not be confirmed for the reported failure mode " failure to deploy" but was confirmed for the analyzed failure " crack seal" .

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not release when inserted into the aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not release when inserted into the aortic. A replacement device was used to complete the procedure. The hospital did not report any patient effects.